Event description:
Complainant alleged that during biomed testing, the device displayed "runtime calibration failure - 1051" and "off set self check failure - 1174" error messages.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.